Event description:
The speaker in the cam02 monitors have the potential to malfunction. The monitor will stop providing an audible tone at start-up or at alarm points during use. We have inspected all of our monitor speakers and have not found this issue.======================manufacturer response for vital signs monitor, integra camino icp monitor (per site reporter).======================the manufacturer sent out a recall form.